Event description:
A report was received that the patient was experiencing burning sensation and had a leakage at the ipg site. The patient was suspected of having an infection and the physician believed it was not device related. The patient was prescribed with antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-8120-50, serial #: (B)(4), description:artisan surgical lead, 50cm.